Manufacturer narrative:
Product complaint #: (B)(4). Patent identifier: (B)(6). Event date is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history record has been requested. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a removal surgery due to loosening of set screws. Surgeon's patient had previous posterior spinal fusion surgery. He had to do revision surgery today due to loosening of the 4 set screws. There were no patient consequences. Procedure outcome is unknown. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown); unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves four (4) devices. This report is for (1) exp 635 ti si setscrew. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Customer quality investigation: the implant(s) was not returned. And the investigation will be completed ,based on the supplied image(s). The image(s) was reviewed, and the complaint condition of set screws becoming loose was confirmed, as the image(s) showed several set screws being loosened from the rest of spine constructs. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was could not be performed, as the lot number could not be determined from the image. There is no indication, that a design or manufacturing issue contributed to the complaint as the circumstances, during the time of the event are unknown. No new malfunctions were observed, during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: health effect clinician code 2402 used to capture injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: customer quality investigation: this investigation is done based on the supplied image(s). The image(s) was reviewed, and the complaint condition of set screws becoming loose was confirmed as the image(s) showed several set screws being loosened from the rest of spine constructs. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.